Event description:
Pt's bg was 350 mg/dl; she took a 7 unit bolus. She became "lethargic" - she could not talk or move so her mother called 911. Paramedics arrived and tested her bg and it read 307 mg/dl. Paramedics took her to the ER where she was treated with IV fluids. Pt spent a few hours in the hosp; the pod was discarded. Upon removing the pod, she noticed the cannula was bent. She also stated that when filling the pod, the "insulin did not go in easily."

Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. However, since the pod was not returned, we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns, "never use a pod if you hear a crackling noise or feel resistance when you depress the plunger. These conditions can result in under delivery of insulin." The user guide further warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact a hcp for guidance. Lot qualification records could not be reviewed since no lot number was provided.